Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an atellica ch 930 analyzer. Calibration and quality control (qc) were covered within the range on the day of the event. With siemens remote assistance, the customer found some dilution arm and reagent probe 1 (r1) related errors. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument and noticed the sample probe was dirty, replaced and aligned it, ran a full system check, observed reaction washer (rw) probe 1 dispense (r1d) at the cuvette washer was dripping, replaced and primed the valve, cleaned r1 probe, and ran a system check on cuvette wash. The customer ran qc and sample precision study and compared it to the other atellica ch 930 analyzer, which was within specifications. Siemens further evaluated the event and determined that a leaking reagent washer probe which dripped fluid into the reaction cuvettes used for these tests potentially contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an atellica ch 930 analyzer. The initial results were not reported to the physician(s). The samples were reprocessed on the alternate atellica ch 930 analyzer. The repeat results were considered correct and matched the patient¿s clinical history. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.